Event description:
Additional information was received. The most likely cause of the issue was indicated to be an image acquisition/reconstruction error.

Manufacturer narrative:
B5) additional information provided. E) initial reporter corrected. H3) the returned computer was analyzed. The computer was installed in a known good system and the system initialized. A warning message displayed that the images on the disk did not appear to correspond to the active data. Analysis found data issues with the returned computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000848r, serial/lot #: rev. 2 : s/n azp03020597 / 1620549. The computer was returned to medtronic. Analysis has not been performed on the computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site went to take their second set of scout shots and received white images for both the anterior-posterior (ap) and lateral. The site felt comfortable with the positioning by estimating it and were able to move forward with the procedure as the 3d image showed enough anatomy for the surgeon to operate. There was no impact to patient outcome and a delay of less than one hour to the procedure.